Event description:
Litigation alleges pain, lack of mobility and high levels of metal ions.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
In addition to what was previously alleged, ppf alleges metal wear, metallosis. After review of medical record for MDR reportability, patient was revised due to severe local tissue reaction with large amount of fluid with fluid ulcer pressure, abnormal membranous bursa and small amount of bone resorption/osteolysis around the acetabulum. It was also stated that her metal ion levels were elevated above 20. Revision notes stated that she also has an abnormal bursa that is brownish and grayish in color. Added dob, dor, lawyer, surgeon, revision hospital and law firm. Corrected patient name. There is no sticker sheets indicated in the ppf.